Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 5 was failed to close. A field service engineer identified that a missing magnet on the inseparable latch was causing drawer 5 to remain closed. The magnet was replaced on the inseparable latch, which restored normal drawer operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 5 in the med c2 was not recoverable. The customer had rebooted and shut down the device at least twice; however, the drawer was physically closed but did not register as closed, and a message stating drawer failed to close was displayed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.